Manufacturer narrative:
Account stated that the right CPR handle was partially stuck. Account freed the CPR handle to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section will drift down.